Event description:
It was reported that pump a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer used manual insulin injections while awaiting replacement pump.